Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer reloaded the same cartridge and received instructions to call back for further troubleshooting if the issue recurs.